Event description:
The lead became detached, so she had her implanted system replaced. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID; 3037, serial# (B)(4) product type: programmer, patient .product ID: 3 889-28, lot# v979273, implanted: (B)(6) 2012,explanted: (B)(6) 2013, product type; lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated approximately 2 years ago she had it replaced because the wires were disconnected.